Event description:
A customer site within the united states reported that discrepant results were generated with two patient specimens when tested with the cobas amplicor hcv test, version 2.0. Specifically, the customer indicated that the patient specimens originally tested (B)(6) for hcv rna during an initial test run. However, during a repeat test run, both patient specimens tested (B)(6) for hcv rna. The customer indicated that the patient specimens were repeat tested at random as part of their internal quality control procedures. There was no indication of patient harm due to the discrepant test results. Based on the information available, it is unknown which result was inaccurate.

Manufacturer narrative:
The investigation into this reported issue is ongoing, and therefore, no conclusion can be drawn at this time. It was noted by the customer that the patient specimen will be returned to roche for testing. The conclusion of this investigation will be reported through a follow-up report. (B)(4).

Manufacturer narrative:
Conclusion - device evaluated and alleged failure could not be duplicated - cause of event unknown. The cobas amplicor (B)(6) results alleged to be discrepant are as follows: sample (B)(6) tested (B)(6) on (B)(6) 2010. Sample (B)(6) tested (B)(6) on (B)(6) 2010. Sample (B)(6) tested (B)(6) on (B)(6) 2010. It should be noted that for sample (B)(6), the sample was tested in duplicate and generated a (B)(6) result. This does not indicate that the sample results were discrepant. According to the product labeling, a sample that generates a grey zone result should be repeat tested in duplicate and the overall result should be interpreted according to product labeling using all three results. Although the customer sent two of the three samples to roche for investigative testing, assay performance testing could not be performed with the samples as one sample did not have sufficient volume for testing, both samples were shipped with cold packs (not frozen when received) and both samples had gone through two freeze/ thaws prior to shipment. There was no data to support the customer's allegation that there was a difference in testing performance between the two cobas amplicor analyzers. The customer uses the same analyzers for qualitative CT/ng testing with no issues. The analyzers were investigated by field service and determined to be performing within specification. As stated in product labeling, detection of (B)(6) is dependent on the number of virions in the specimen and may be affected by specimen collection methods, patient factors, and / or state of infection. It is unknown if samples (B)(6) were actually false positive or false negative results; sample (B)(6) results are not considered to be discrepant. Based on the available information and the unavailability of uncompromised sample for further investigative testing, no conclusions can be made. No further data or additional samples will be available for investigation. (B)(4).